Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/29/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/29/2015 with the following findings: investigation revealed that the battery compartment was cracked. Unrelated to the complaint, the keypad was found to be cut and torn between the up arrow and contrast buttons. All of the keypad buttons functioned appropriately. (B)(4).